Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6945-65 lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that at a routine generator change it was found that there was a previous atrial lead that had been capped and replaced back on (B)(6) 2008. The physician¿s note listed the reason for lead replacement back then was due to high thresholds. No patient complications have been reported as a result of this event.